Event description:
The patient reported that on (B)(6) 2011, the keypad buttons became unresponsive after swimming in the pool.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/26/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are unresponsive, and the display screen is blank. Investigation found a cracked battery compartment and evidence of moisture on the display screen and the pcb. A leak test was performed, and leakage from the battery compartment was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.